Event description:
It was reported that insulin gauge was not accurate. No information was provided regarding impact to the customer¿s blood glucose level. Customer declined further follow-up, and no additional actions or troubleshooting steps were documented.